Event description:
It was reported by a vns implanting surgeon that during implantation of this patient's lead the green sutures came off of the anchor tethers and that the electrodes were coming off the nerve. Ultimately the electrodes stayed on the nerve and diagnostics performed were within normal limits. The surgeon asked if the leads had been made differently because of this and that he said that the electrodes looked like they were "slightly tilted." This surgeon has been using the 304 leads for quite some time and has only used 2mm coils, except for in rare instances when the 3mm was needed. Review of manufacturing device history records for the helical lot used was performed to ensure that all assembly steps were signed off and there were no anomalies or unresolved defects/ncr's. It appears that the lead in this patient has met all specifications prior to shipment.